Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to a failure to deploy include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath relative to an interventional percutaneous endovascular aneurysm repair (pevar) procedure. Femoral angiogram of the access site was not performed prior to proglide use. Reportedly, the device failed to deploy. The sheath was upsized to 14f. The method of achieving hemostasis was not provided. No additional information was provided.